Manufacturer narrative:
(B)(4) it was reported that device will not be made available for investigation and that no additional data is known.

Event description:
It was reported that a revision surgery was performed due to supracondylar femur fracture. The insert was replaced with new one. No trauma event has been reported.